Manufacturer narrative:
No probe sample was returned for evaluation for the report of poor cutting and aspiration; therefore, the condition of the product could not be verified. A review of the related device history records associated with the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Because a sample was not returned by the customer and the device history record reviews associated with the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the probe did not cut and aspirate vitreous well during a left eye vitrectomy surgery. The product was exchanged and the procedure was completed without harm to the patient. A product sample has been requested for evaluation.